Event description:
Hamilton medical ag received the following event description: performed pre-op check tests, unit would not pass system tightness test and was given expiratory valve error.

Manufacturer narrative:
Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.

Manufacturer narrative:
Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Additional information added in follow-up #1 (B)(4). The issue was discovered during preoperational check with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The most probable root cause of the event was determined to be a defective expiratory valve. Despite 3 reminders no information has been provided and therefore the assumed root cause cannot be confirmed. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the expiratory valve could result in inadequate ventilation support.

Event description:
Hamilton medical ag received the following event description: performed pre-op check tests, unit would not pass system tightness test and was given expiratory valve error.